Event description:
Per the clinic, the patient experienced infection and subsequently, was treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the device was explanted on (B)(6) 2024; not (B)(6) 2024 as previously reported.